Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 5 additional sensor were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that ¿6 out of the last 10 adc freestyle libre sensors had broken on immediate installation¿ and was unable to monitor blood glucose. There was no report of self-treatment or third-party intervention. Based on the information provided, there was no report of serious injury associated with this event.